Manufacturer narrative:
Complaint (B)(4): received 1 rack of 454322/b250733c for evaluation. Received customer picture. We have no remaining inventory for the material/batch. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Tubes were verified to be correctly assembled with no deviations observed. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint was not duplicated. Corrected data: d3: zip code; g1: zip code; h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4): customer samples have been received and are currently being evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
Customer reported specimen tubes not filling completely. In 4 weeks, 70 specimens rejections due to underfill. Customer reported specimens collected by straight needle, winged needle, and syringe methods. Customer advised tubes held in place by pressing it with a thumb to ensure complete vacuum draw. Customer supplied photo; reported will return samples for evaluation.